Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the switch cover were broken reportable malfunctions were identified during the device evaluation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the power switch broken to the malfunction due to switch cover were broken. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional informal received from customer.

Event description:
It was reported that the subject device's power switch was broken. The issue was identified during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.